Event description:
The following has been reported: "error 54 (coulometer issue) and battery charger error 17. After replaced battery and power board then machine is working" reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.